Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, with the level not exceeding the normal range. The customer was advised to use multiple daily injections until they could resume pump use, and technical support planned to follow up for assistance in resetting the malfunction code.